Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer continued to use the original cartridge. Additionally, a cartridge alarm 30 occurred during the load sequence. Reportedly, the customer had reloaded a used cartridge. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 149mg/dl.